Event description:
When physician took the insuflator to 14 atm of pressure, the balloon broke. While removing the equipment, the guider, balloon and wire all at the same time to get the balloon out, there was much resistance. When the balloon was removed, part of it was missing. Not able to locate any pieces of balloon in guider. It was felt part of the balloon may be attached to the strut of the stent. The pt was totally asymptomatic. The pt went to the or for a graft.